Event description:
It was reported that during the implant procedure when placing the right ventricular lead, the patient experienced ventricular tachycardia and was given external defibrillation shock. Post intraoperative shock, the lead exhibited high out of range pacing impedance. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.